Event description:
During follow-up, noise was observed on the right ventricular (rv) lead. Rv lead damage was suspected, although not confirmed. No intervention has been performed at this time. The patient was in stable condition.